Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Reporter: (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the up, down, and ok keypad buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: testing confirmed that all of the buttons on the keypad were intermittently unresponsive. There was no visible damage on the keypad. Contamination was present under the contacts of all buttons. Unrelated to the keypad issue, the battery compartment was cracked below the finger pad extending down to the primary seal. There was no issue with loss of power or evidence of moisture damage in battery compartment. Additionally, the text on the display screen was starting to become dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.